Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and the patient was inappropriately treated with anti-tachycardia pacing (atp) therapy. The lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.